Event description:
It was reported that during a hysterectomy procedure, the 5mm device broke in its tip after being used for 10 minutes. It was neccessary to used a 10mm piece to complete the case. No further information was provided. There was no patient consequence.